Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported conjunctival creep in the right eye inferiorly around 7 o'clock and treatment was aborted with twelve seconds left of treatment. The surgeon looked at the patient's right eye again after successful treatment of the left eye and decided to repeat the treatment using a 150 micron flap under the original 120 micron flap. When the surgeon tried to lift the flap, an area of resistance in the inferior portion of the flap was noted. The surgeon tried to coax the flap with an instrument but was unable to free the area, the flap was then cut with a crescent blade and the flap was laid back and treated with the excimer laser. The flap was floated into position and squeegeed with a weck cell. Topical eye drops were placed on the eye and the patient will follow up postoperatively. Additional information requested.

Manufacturer narrative:
No further information was able to be obtained. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).